Manufacturer narrative:
The pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform the displacement test due to missing segments. The pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's pump screen was cracked. The customer's blood glucose level was reported to be 154.8mg/dl. It was reported that the pump would be replaced and returned for analysis.